Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.00/+1.5/093 (sphere/cylinder/axis), into the patients left eye (os). The lens was removed on (B)(6) 2023 due to an oversized lens. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Patient information unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).